Event description:
During dissection of left parotid mass and checking of facial nerves, the stimulator did not appear to function properly in that all three of the settings seemed to barely cause a twitch. After surgery, it did appear to test the facial nerve to be able to document that all five major branches were functioning. At time of post-op visit it was found that there was facial nerve damage.